Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 did not work. They stated that evh kit was not cauterizing vein branches. A second evh kit was opened which worked and the case was completed without further incident. No injury was reported.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section -e3 from " other healthcare professional" to "administrator supervisor". The lot # 3000249229 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 08/30/2022. An investigation was conducted on 08/31/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the harvesting device handle and jaws. Charred material was observed between the jaws and on the heater wire. The heater wire and clear silicone insulation of both the hot and cold jaws were observed to be intact with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .66 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the complaint for the reported failure "failure to cut¿ was not confirmed.